Event description:
Account reported they have been seeing erratic quality control and patient results for hba1c since 2007 and gave the following five patient examples (original/repeat %hba1c) 14.8/5.6, 15.7/9.9, 17.3/6.8, 18.0/5.2 and 4.8/17.9. The account was not aware if any patients were adversely affected. The field service rep was unable to determine a cause for the discrepancy.